Event description:
At 01:09:30 the adult patient had a run of ventricular tachycardia and the ge telemetry system did not alarm for v-tach. It did alarm for tachy which is a heart rate alarm and vt<2 after the actual run occurred. This run did meet the defined criteria for v-tach. The technician happened to see the run and notified the rn immediately. However, there is a potential for missing this type of arrhythmia if the system does not alarm properly. The patient was not harmed in this case, but it was a near-miss.